Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely due to longevity drop less than 4 years. A preventative replacement will be scheduled and performed. At this time, this device remains in service. No adverse patient effects were reported.